Event description:
It was reported that the fans inside the xenon light source were making varying noises, and the staff noticed a slight burning smell. The event occurred after a diagnostic unspecified endoscopic procedure, when the device was no longer being used on the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on lens base and the light was poor. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the damage on lens base and the light was poor was cause traced to component failure and for fans inside are making varying noises and slight burning smell was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.